Event description:
It was reported that during a knee arthroscopy, t2 did not deploy. T1 was implanted. Additional information received indicated that at minimum, t2 was removed from the patient each time. T2 would not deploy until the surgeon just removed the needle and t2 was pulled off. Additional information received confirmed that t1 was removed from the patient.

Manufacturer narrative:
Method, result - product not returned for evaluation. Evaluation was not possible, as the device was not returned. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product during manufacture. Should the device be received the complaint will be reopened. No further investigation is warranted at this time. (B)(4).